Manufacturer narrative:
Brand name: aquacel/ aquacel ag surgical cover dressing. Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional product information was requested but, the complainant was unable to provide the model number, lot number or product sizing information. Additional information was requested from the complainant but, the complainant was unable to provide any further details related to the complaint issue. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a total of five patients exhibited an infection after hip surgery using the aquacel surgical cover dressing. The reporter was unable to provide specific details regarding each of these patients but, notes ¿there were topical skin issues and/or hip infections where a second surgery was required to do a wash out of the joint.¿ the dressing is placed in the operating room immediately after surgery. The dressing is applied after closure with no product used on the skin prior to dressing application. The reporter informed that sometimes, dermabond, staples, and sutures are used, depending on the surgeon. It was stated the ¿some of these five patients had cultures, some were treated with antibiotics (names not provided) and some were brought back to the operating room.¿ the reporter went on to state ¿the dressings are sometimes removed by the patient¿s themselves on post operation day three or four, and sometimes they are removed after one week in the surgeon¿s office. The dressing was not warmed prior to application. No further patient details were provided. No photographs were provided.